Event description:
Apparent lead fracture, premature battery depletion, inappropriate therapy. Pt at home and felt shock from defibrillator. Came into e.d. 3 days later. Explant done and new device placed.